Event description:
The pks lyons forceps package was opened to the scrub tech who then handed it to the surgeon for placement on the field. A few moments later she took the instrument and placed it in one of the ports where she commenced using it to retract. Before using the bipolar instrument to cut, she noticed that a piece of the tip was missing. The instrument was removed from the field and replaced with another. Visual examination of patient's abdomen, the sterile field, and the floor was done. The piece could not be found. It was in the right mid abdomen on the level of l3. Using x-ray the piece was found and removed from the patient.